Manufacturer narrative:
Returned device was evaluated and the reported issue was unable to be verified. The software was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-ms3 ambulatory infusion pump lost its programming. There were no reported adverse events.

Event description:
Additional information received indicated that the malfunction did not occur during therapy but the infusion was life sustaining. It was also reported that the patient did receive the remaining infusion volume. The malfunction it self was also reported to not have caused any medical harm to the patient.